Event description:
The manufacturer received information alleging the touch functionality was unresponsive on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed during an operational check of the device. During the evaluation it was noted that there were no errors indicating an issue with the device. The manufacturer's service technician alleged that a temporary malfunction of the display may have occurred on the device due to the display printed circuit assembly. In conclusion, the display pca was preventatively replaced to address the issue. The root cause isn't confirmed at this time.